Manufacturer narrative:
The machine was operable but customer reported that power was dropping. During service, the laser was evaluated and was emitting low energy. There were no adverse effects on any patients. This is reportable because the device was operating out of specification, below the 20% range.

Event description:
The customer reported a drop in power during laser treatment. There were no adverse effects on any patients but the power dropped below the +/-20% specifications.